Event description:
It was reported that the customer did not inform us of the actual reported event that occurred. There were no patient complications reported.

Manufacturer narrative:
Device not returned.